Event description:
During patient use, the ventilator alarmed inop. The therapist was at the bedside performing breathing treatments. The failed ventilator was replaced. The device was repaired and returned to service.